Event description:
The patient reported blood glucose results of "487 mg/dl, 393 mg/dl and 209 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The test strips and control soulution were replaced.